Event description:
It was reported that a device alarmed for a system error 322. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was able to reproduce the system. Error 322 and confirm the error in the history log. The upper and lower auxiliary were found to be out of specification. The upper and lower auxiliary were replaced.